Manufacturer narrative:
Section h5 and h8: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. Data from the reported event date 19aug2025 was reviewed and revealed while connected to the mpu, at 0:55:11, a low power hazard and power cable disconnect alarm activates. The alarm progresses to a no external power alarm at 0:55:15. This event was consistent with a disruption of ac power to the mpu evident by the steady drop in relative state of charge (rsoc) and bus voltages. The alarm resolves at 0:55:37 as external power is restored to the system. During this interruption of external power the backup battery supported the system as intended. Pump function was not affected. There were no other notable alarms active throughout the reported event date. The mpu (serial unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including mpu serial number, if the patient recalled the events, if the mpu had a v-lock connector, if the ac power cord came loose from the unit or the wall, any environmental circumstance, if the unit was exchanged and if the unit would be returned); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. A no external power event was recorded on 19aug2025 at 0:55:11 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.